Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred (B)(6) 2011. Time unk. Pt said he had (B)(6) and received a reading over 200mg/dl on his prodigy meter. He took insulin and later passed out. Medics were called and their meter read 34 mg/dl. Pt was given a glucose IV and transported to the emergency room. He was given juice until his glucose level rose to 100mg/dl. Total time in emergency room was said to be 2 hours. Pdc sent replacement with prepaid envelop and requested return of suspect product(s).

Manufacturer narrative:
Suspect product(s) not returned. Evaluation could not be performed.